Event description:
The customer reported that the intellivue mx400 patient monitor did not generate an audible alarm for desaturation on (B)(6) 2021. Only a visual alarm was displayed on the monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the intellivue mx400 patient monitor did not generate an audible alarm for desaturation on (B)(6) 2021. Only a visual alarm was displayed on the monitor. The device was in use on a patient. There was no report of patient or user harm.